Event description:
The user facility requested steris inspect the 3085 surgical table due to a reported patient incident. Allegedly during a patient procedure the surgical table was in a full flex position and when commanded, the table would not move out of the flex position. The hospital has been unwilling to provide additional information regarding the reported event; we have been unable to confirm if there was a delay in the surgical procedure or the patient was required to be transferred to another surgical table.

Manufacturer narrative:
A steris service technician went onsite to inspect the table and found the table in the level position with no hand control. Steris requested a hand control from the facility. The technician performed a full functional test on the table and all articulations and found no issues. The service technician did report the hand control evidenced damage which could have led to fluid intrusion. This could have resulted in the reported event. Steris recommended that the damaged hand control be replaced.